Manufacturer narrative:
Medwatch field h6 type of investigation, investigation findings, investigation conclusion, the component code were updated. Creatinine plus ver.2 results were received on 05-mar-2026 for a new patient, patient 2. Patient 2's initial creatinine result on (B)(6) 2026 was 59.1 umol/l. The repeat result was 82.6 umol/l. The initial result was repeated as it was found to be inconsistent with a previous result. The questionable result was not released outside of the laboratory. The creatinine plus ver.2 reagent lot number 916751 was used on (B)(6) 2026; it is not provided if this reagent was still in use for the results obtained on (B)(6) 2026. The expiration date was not provided. Qc was passing at the time of the event. Reagent issues were excluded as the customer had no further issues, and the correct repeat result was received using the same reagent. The investigation determined that the event was due to the adjustment of the ultrasonic mixer. The service actions resolved the issue.

Manufacturer narrative:
The reagent lot number is 925242, and the expiration date was not provided. In the alarm trace report, there are alarms for wash solution short, as well as abnormal aspiration. The investigation is ongoing.

Event description:
There was an allegation of a questionable creatine kinase result from the cobas c 503 analytical unit for one patient. The initial result was 5 u/l, accompanied by an alarm. The first repeat result was 2620 u/l. This was an automatic rerun with a reduced volume. The sample was repeated on another cobas analyzer, and the results were 8578 u/l, 8574 u/l, and 8555 u/l. The sample was repeated on the initial analyzer again, yielding a result of 8524 u/l. This result was with a reduced volume. The result of 8578 u/l was deemed to be correct.